Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that their previous stimulator was not working. It was stated that a rep was made aware and eventually determined the implant was not working. The patient confirmed that they had the implant replaced with a non rechargeable ins due to the issue. It was stated that the patient had poor experiences with their previous reps and they began working with a new rep. No further complications were anticipated. The rep confirmed that they were not aware of the implant not working. The rep knew a replacement occurred but not due to any issue with the ins. They ultimately decided that the patient was not suitable for a rechargeable ins and the decision was made to go ahead with a non-rechargeable ins due to compliance issues surrounding the patient recharging. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that over the past week the ins became so hot that it caused red streak on/through her back and around ins site. The patient reported that she could feel through her skin how hot ins was getting. The patient also reported that the ins hadn't worked since implant. The patient reported that a healthcare provider (hcp) was supposed to be working on replacing the patient¿s current ins for a MRI conditionally safe and non-rechargeable ins but he had not followed through with anything yet and the ins was just sitting in the patient¿s body not being used, so that was why the patient was surprised at what had happened over the weekend regarding the ins getting hot. The patient reported that she had contacted her managing hcp in regard to the ins getting hot. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.